Event description:
Physician attempted to use a visipro balloon expandable stent with a 6fr non-medtronic sheath during treatment of a 20mm calcified lesion in the patient¿s left proximal common iliac artery. Lesion exhibited 85% stenosis. Artery diameter reported as 5mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. Embolic protection was not used. The vessel was pre-dilated with an 4x40 ever cross pta balloon. The vessel was not post-dilated. The device did not pass through a previously-deployed stent. Moderate resistance was encountered when advancing the device. Excessive force was not used. It was reported the stent dislodged during use in the patient. The stent does not remain in the patient. The stent was removed successfully in tandem with the delivery system without injury/intervention. The device was safely removed from the patient. The lesion was pre-dilated and a replacement visipro stent was used to complete procedure. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.